Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord was pressed. It was reported that during set up, prior to pt use, the "bolus connection not working." During testing at the user facility, the device did not deliver a dose when the button on the pt bolus cord was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus cord button was pressed. This was due to a missing bolus pin in the bolus connection socket on the bottom end cap of the device. The missing pin disabled the bolus cord operation. The probable cause of the missing pin was the pin was pulled out of the connector when the bolus cord was removed from the device. This report represents all info known by the rptr upon query by hospira personnel. (B)(6).